Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the back, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient developed a skin reaction with pimples at the needle puncture site. A healthcare provider was consulted, and the reaction was treated with a prescription of cephalexin 3x a day. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.